Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level that ranged from 238 mg/dl to "high" on the continuous glucose monitor (specific bg value was not provided). Cause was not known. Customer changed out supplies, administered a manual injection, and a correction bolus to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.